Event description:
Broken peg on femur component at the peg/condyle junction. The tibia component was also revised due to osteolysis.

Manufacturer narrative:
We will check the device history records of the prosthesis and contact the user if we will get more info about this case. This event occurred outside of the u.s. And involved a product that was manufactured outside of the united states. However, because the link mitus endo-model also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.